Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack with complications from diabetes. The caller stated that the customer had trouble with angina and the customer took nitroglycerin pills. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis. Pump passed functional testing.